Manufacturer narrative:
The complaint investigation for a falsely elevated alinity c calcium2 result included a review of data provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. A review of tracking and trending for the product and the complaint lot number did not identify an increase in complaint activity. Accuracy testing for alinity c calcium2 reagent lot 70580ud00 was performed using in-house retained samples. All the materials utilized in testing were stored and maintained at our facility. All validity and acceptance criteria have been met, indicating that the lot is performing acceptably. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for alinity c calcium reagent, lot number 70580ud00, was identified.

Event description:
The customer observed a falsely elevated calcium2 result for a 46-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 2.15-2.55 mmol/l): sample ID (B)(6) initial result was 3.85, repeat results were 2.53 and 2.60 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated calcium2 result for a 46-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 2.15-2.55 mmol/l): sample ID: (B)(6) initial result was run: 3.85, repeat results were 2.53 and 2.60 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.